Event description:
Rns and lab draw technicians have voiced concerns about the device needle retraction. Emails state they are difficult to retract, and don't always retract fully after drawing, possibly exposing staff to dirty needles.